Event description:
Patient reported receiving 04 (occlusion) alarm, when she attempts to administer a bolus. She indicated that, she experienced elevated blood glucose of "hi" on blood glucose meter (generally >500 mg/dl). Patient stated that, she changed the infusion set tubing and administered a bolus to address the issue. She indicated that, she had been experiencing this issue for the previous three days. Patient disconnected from the infusion device and attempted to deliver a 2 unit bolus into the air, and the alarm recurred. She stated that, she felt ill as if she had the flu. Patient was able to successfully deliver a prime into the air. She adjusted the piston rod and reconnected the accessories to the device. Patient attempted to deliver a prime, but the alarm recurred after delivering 10 units of insulin. She changed the infusion set and administered a prime. Insulin dripped from the end of the tubing. Patient reconnected to the device and successfully bolused 11.5 units of insulin. She administered an insulin injection to address the elevated blood glucose issue. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.